Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus stent was used during a stenting procedure. During unpacking, it was noticed that the stent was faulty, it was fractured and torn. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent bladder coil was deformed, the drainage holes were torn, and the suture hole was torn until the tip. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent shaft break could not be confirmed. Regarding to the analysis performed, it is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get torn during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation. Block e1: initial reporter phone; initial reporter email; and, initial reporter fax, have been updated.

Event description:
It was reported that a percuflex plus stent was used during a stenting procedure. During unpacking, it was noticed that the stent was faulty, it was fractured and torn. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a percuflex plus stent was used during a stenting procedure. During unpacking, it was noticed that the stent was fractured and torn. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the stent bladder coil was deformed, the drainage holes were torn, and the suture hole was torn until the tip. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent shaft break could not be confirmed. Regarding to the analysis performed, it is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get torn during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.